Manufacturer narrative:
Previous h3 stated - not returned to manufacturer, no, other h3 revised to - not returned to manufacturere, no,other, product discarded by facility.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 11 complaints regarding 14 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported the trs100sb2, specimen bag broke during a case on (B)(6) 2018. Additional information was requested but the facility had nothing to add other then the bag would not be returned for evaluation.